Event description:
During an exchange procedure, the 14f x 30cm total abscession general drainage catheter fractured inside of the patient. Ultimately, the procedure was completed with another same device and the patient did not experience any adverse effects or harm as a result of this incident. It was reported that the fragment is still retained in the patient.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Additional information reported the catheter was replaced.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of catheter fractured and detached inside of the patient during an exchange procedure is not confirmed. Without receiving product to evaluate, we are unable to definitively determine a root cause for this event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).